Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that while the image acquisition system ias was positioned around the patient, the ias failed to register the gantry position, despite the door being physically closed. As a result, the gantry did not open to remove the ias. The site attempted to use the override yellow button to manually open the gantry, but this was unsuccessful. Ultimately, they resorted to the emergency door opening procedure, which successfully allowed them to open the gantry and remove the ias from the operating room. Currently, the system was unable to close using the pendant, and the gantry door remains stuck in the open position. This occurred intra operatively. There was a reported delay of less than 1 hour. No additional information was provided. Additional information was received. It was reported that the issue was found during a spine fusion procedure. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. H3: the manufacturer representative (rep) went to the site to test the imaging system. When the rep arrived on site the rotor was out of position. That was why the door would not open/close. Was they manually moved the rotor to 192 degrees, the door would both open and close from the pendant buttons. They removed the covers to determine the root cause for the rotor being out of position. Found the rotor tractor drive damaged. Additionally, they found 6 magnets off of the cable chain, in the metal tray. They re-attached these magnets and replaced the rotor drive. Then calibrated the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.